Event description:
It was reported that the patient underwent an unknown procedure for an unknown reason. Additional information was received that the previous procedures were not device related.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an unknown procedure for an unknown reason.